Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08317. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the OEM and based on the investigation the OEM determined the reportable malfunction (breakage of the plug socket due to the application of excessive force or impact such as falling or by degradation due to a long-term use of the device olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received and evaluated. Evaluation determined that the device was found with a broken ac inlet connector. The power switch was found damaged and was cracked. The air pressure fluctuated due to a worn out air joint unit and socket connector. The suction feet (4) at the bottom of the unit were found with weak suction force. In addition, the top cover and main unit chassis were found with severe paint scratches. The identified parts were replaced and the device was repaired. Once completed, the device was tested and passed the required testing and specifications. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The reported failure was determined to be due to user¿s improper handling of the device. The failure and damage to the power plug socket probable cause can be due to an excessive force or impact such as falling or device degradation due to a long term use. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the cables are unable to attach to the connector where they plug in the power as the unit's plastic came apart. The issue occurred during reprocessing. There was no patient involvement on this report. No user injury reported. The issue occurred during reprocessing. There was no patient involvement on this report. No user injury reported.